Manufacturer narrative:
The event occurred on an unspecified date in 2024, reported as "last week." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue tip (female connector) of two (2) minicap transfer sets fell apart. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body for both samples. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of damaged to the female connector was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.